Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The valve remained implanted, so no product analysis could be performed. Images were submitted to medtronic for review. The excerpt of the image subject matter expert (sme) review report follows: post-implant transesophageal echocardiogram (tee) images provided. Possible vegetation/mass/thrombus with mobile echogenic structure seen with possible perforation of anterior mitral leaflet. Evolut implant depth appears deep, measuring approximately 11.1 millimeter (mm) on the anterior side and 10.5 mm on the posterior side of the frame. Severe mitral regurgitation. Mobile echogenic structure seen on right atrium pacer lead/wire - possible vegetation. Medical safety reviewed the product event and assessed the reported: trivial paravalvular leak, fever, shortness of breath, mitral r egurgitation, vegetation and/or abscess in the transcatheter aortic valve and aortomitral curtain, perforation of the anterior mitral leaflet, echo density on the pacing lead, endocarditis and death. Based on the information provided, the primary event of valve en docarditis, as evidenced by an abscess involving the aortomitral curtain with a mass in the left atrium with a perforation of anterior mitral leaflet and positive blood cultures (treated medically in a non-surgical candidate), causing trivial aortic regurgitation and severe mitral regurgitation, resulting in death, is assessed as likely related to the evolut fx valve. The reported adverse events and severities are documented in the risk management files and instructions for use (IFU). No further safety assessment is required at this time. While the medical safety assessment evaluates a relationship to the device, it does not evaluate device malfunction. Infection cases that occur within two months after the procedure are known as early prosthetic-valve endocarditis and are usually acquired while the patient is in the hospital (nosocomial infection). These cases may also be due to introduction of the microorganism during the implant procedure (1,2). The sterilization process used by medtronic, has a microbicidal effect on a wide range of microorganisms; it also has demonstrated the ability to inactivate the biological indicator, bacillus atrophaeus atcc 9372 which is representative bioburden for the microbial flora found in medtronic¿s manufacturing controlled environment. Therefore, it was unlikely that the endocarditis originally came from the device and/or manufacturing valve process. Paravalvular leak (pvl) and regurgitation can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions. A mild pvl has minimal impact on the patient and is generally deemed an acceptable residual condition. A conclusive root cause of the pvl and regurgitation could not be determined from the information available. However, the endocarditis and deep implant depth (noted in the image review) are potential contributing factors. Patient death is a potential risk associated with the implantation of a bioprosthesis valve per the device IFU. A procedure- or valve-related death is an inherent risk when the patient condition is such that a transcatheter aortic valve tav) is needed to sustain cardiac function, and it can occur despite an ideal implant procedure or device functionality. Per the physician, the cause of death was the mass that was caused by the endocarditis. This event does not indicate device misuse or malfunction. (1) mylonakis, e., and calderwood, s.b. Infective endocarditis in adults. New england journal of medicine. 345 (18). 1318-1330. Nov.1, 2001 (2) karchmer aw: infective endocarditis. In libby p, bonow ro, mann d, et al (eds): braunswald's heart disease: a texbook of cardiovascular medicine, 8th ed. Philadelphia, elsevier, 2008, pp 1713-1733 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that 5 days following the implant of this transcatheter aortic valve, the patient presented with a fever. One month and 11 days following the implant of this transcatheter aortic valve, the patient presented with fever and shortness of breath. One month and 29 days following the implant of the valve, trivial paravalvular leak (pvl) was seen on echocardiogram. Imaging was performed on the same day which showed an abscess involving the aorto mitral curtain with a 2 x 1.7 centimeter mass in the left atrium with perforation of anterior mitral leaflet consistent with endocarditis. Vegetation was confirmed two months following the implant of the valve. Staphylococcus was noted to be cultured. There were no known factors that would have predisposed the patient to endocarditis. The patient had no medical history of endocarditis. The patient was not a surgical candidate, therefore medical management was used to treat the endocarditis. Per the physician, the endocarditis was likely caused by the valve and the valve caused the vegetations which led to multiple things including the patient death. Per the physician, the cause of death was the mass that was caused by the endocarditis.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 5 days following the implant of this transcatheter aortic valve, unspecified symptoms presented. No treatment was reported. 1 month and 10 days following the implant of the transcatheter valve, a post-operative echocardiogram was performed. An enlarged left ventricular chamber size, and regional wall motion abnormalities were observed. The estimated ejection fraction ranged from 35% to 40% and a systolic mean gradient of 9 millimeters of mercury (mmhg) were observed. Trivial paravalvular leak (pvl) of the prosthetic aortic valve and mild mitral regurgitation were present. 1 day later, the patient was seen in clinic for unspecified symptoms. Treatment was not reported. 2 months following the procedure, an echocardiogram identified a gradient of 10 millimeters of mercury (mmhg) and mild pvl of the prosthetic aortic valve. Moderate mitral valve regurgitation was observed. It was noted that there was a greater degree of mitral regurgitation and systolic flow in the aortomitral curtain. Vegetation and/or abscess in the transcatheter aortic valve and aortomitral curtain could not be ruled out. 2 days later, a transesophageal echocardiogram (tee) identified trivial aortic pvl. An abscess involving the aortomitral curtain with a 2x1.7-centimeter (cm) mass in the left atrium with a perforation of anterior mitral leaflet, consistent with endocarditis, was observed. Severe mitral regurgitation, moderate tricuspid regurgitation, and a small mobile echo density on the right ventricular pacemaker lead was noted on the portion of the lead with the right atrium. As reported, echo density may have represented fibrin deposit. Vegetation could not be excluded. Subsequently, 10 days later, the patient died. The cause of death was not provided.

Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.